Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an elevated blood glucose (bg) level of 535 mmol/l and high ketones identified to be life threatening by a health care provider. Cause was not known. In an attempt to treat bg prior to hospitalization the customer changed supplies and a correction bolus was delivered to address bg. Bg was treated with intravenous fluids of insulin and saline while in the hospital. At the time of the report to tandem technical support, the customer confirmed the reported issue resolved and sustained no permanent damage, however, the customer had not yet been released from the hospital. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.